Manufacturer narrative:
Patient initials: (B)(6). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse clinic manager reported a hemodialysis (hd) patient was connected to the 2008t hd machine when the blood leak at the henson coupling connector of the dialyzer was observed. The 2008t hd machine generated a blood leak alarm approximately one hour after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 300. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak at the at the henson coupling connector. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 15cc. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on the same machine. The clinic manager stated the machine was pulled and tested and was back in service without further issue. Per clinic manager the sample was available to be returned for evaluation.

Manufacturer narrative:
The implicated sample was not returned to date. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A nurse clinic manager reported a hemodialysis (hd) patient was connected to the 2008t hd machine when the blood leak at the henson coupling connector of the dialyzer was observed. The 2008t hd machine generated a blood leak alarm approximately one hour after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 300. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak at the at the henson coupling connector. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 15cc. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on the same machine. The clinic manager stated the machine was pulled and tested and was back in service without further issue. Per clinic manager the sample was available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse clinic manager reported a hemodialysis (hd) patient was connected to the 2008t hd machine when the blood leak at the henson coupling connector of the dialyzer was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 300. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak at the at the henson coupling connector. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 15 cc. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on the same machine. The clinic manager stated the machine was pulled and tested and was back in service without further issue. Per clinic manager the sample was available to be returned for evaluation.